Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. It was unknown if the patient was hospitalized the event. The cause of the event and the patient¿s recovery status were unknown. Treatment was not reported. Action taken with dianeal therapy was not reported. No additional information is available.